Event description:
It was reported that the bd syringes with the luer-lok¿ tip did not deliver the full dosage of medication, with some of them containing "depo-testosterone", and drug was left behind in the syringe/needle hub, causing the patient a "short" fill prior to their next refill. The customer reported 100 occurrences of this event. The following information was provided by the initial reporter: "we have patients who use these bd products to draw up medication. Due to the loss of medication that gets left behind in the syringe/ needle hub, patients are short medication prior to their next refill. We are trying to figure work with our pharmacy team to account for the loss in each syringe and needle hub and supply patients with appropriate volumes of medication (specifically depo-testosterone)."

Manufacturer narrative:
Investigation: since no samples displaying the reported condition were received no defects could be confirmed. The lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Device evaluated by MFR: a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the bd syringes with the luer-lok¿ tip did not deliver the full dosage of medication, with some of them containing "depo-testosterone", and drug was left behind in the syringe/needle hub, causing the patient a "short" fill prior to their next refill. The customer reported 100 occurrences of this event. The following information was provided by the initial reporter: "we have patients who use these bd products to draw up medication. Due to the loss of medication that gets left behind in the syringe/ needle hub, patients are short medication prior to their next refill. We are trying to figure work with our pharmacy team to account for the loss in each syringe and needle hub and supply patients with appropriate volumes of medication (specifically depo-testosterone)."